Event description:
It was reported that the user received an insulin occlusion alert on the ilet and, after initial clearing steps, the alert recurred and resolved only after an infusion set and supply change; the user was using a 6 mm, 23 inch infusion set, and the highest reported blood glucose was 245 mg/dl, with glucose trending down after the change. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and recovery after supply replacement and troubleshooting. Investigation included customer service troubleshooting and user education. Investigation of this case revealed that the occlusion cleared following replacement of the infusion set and supplies, with no abnormalities observed in the replaced components. It was concluded that the event was consistent with an insulin delivery occlusion that resolved with a supply change, with no further intervention required.